Manufacturer narrative:
Conclusion: device investigation shows damage to the conductive link, at multiple locations, most likely attributable to either the removal surgery or the reported extrusion. Additionally, the patient's hearing deteriorated over time for unknown reasons to such an extent, that left the patient without benefit from the device. Thus the patient has been re-implanted with a cochlear implant. This is a final report.

Event description:
The explanted device was received. According to the device explantation report form the fmt was no longer in the original position and the conductor link had extruded and was not intact. The user was re-implanted with a cochlear implant from another manufacturer. It was also stated in the device explantation report that the conductive link lead was severed during removal surgery. Note: this device was manufactured by (B)(4) devices inc. Vibrant med-el took over the (B)(4) assets. As such vibrant med-el feels responsible to follow-up on product problems with (B)(4) produced devices.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.

Event description:
The explanted device was received. The user was re-implanted with a cochlea implant from another manufacturer.